Event description:
The company received the following customer report: "the customer states the tube collapse during surgical procedure." At this time, required medical intervention (recannulation of a replacement tube) is unknown. No additional information provided. Attempts are being made to collect further information.

Manufacturer narrative:
The reporter indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.